Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son and reported a high blood glucose (bg) event. The reporter also alleged that the pump possibly had an insulin delivery issue. The reporter indicated that on (B)(6) 2012, the patient went to an emergency room (ER). Around lunchtime that day, the patient had a bg level of around "300 mg/dl". Eleven units of insulin were administered. About 1.5 hours after lunch, the patient¿s bg level had increased to "580 mg/dl" and he had a stomachache. Another 11 units were administered via injection to the patient at his school. His bg level came down to "450 mg/dl" but the reporter took him to an ER. By that time, the patient had reportedly vomited 3 times and his bg level was almost "600 mg/dl." He also tested positive for ketones. The patient was treated in the ER with insulin. He was discharged from the ER with a bg level of "265 mg/dl." During the contact with anm, the reporter denied that the patient had any site issues. She denied that the cannula was bent or that there was air in the tubing. The reporter claimed that they were counting carbs accurately. They were also giving boluses based on their own calculations. The reporter denied that the patient had any illnesses. However, she mentioned that the patient was going through recent growth spurts and puberty. Through troubleshooting, the anm representative involved in this contact noted that no issues were found with the pump. On (B)(6) 2012, the reporter contacted anm again and mentioned that a doctor informed her that the pump was not delivering insulin properly. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient received medical treatment in an ER for hyperglycemia. However, at this time, it is unknown if a pump issue, use-error, and/or diabetes management factors contributed to the patient's injury.